Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV, lymphadenopathy, and possible rupture.

Event description:
Healthcare professional reported left side rupture, irregular contours, radial folds, adenopathy, capsular contracture (grade iii-IV), moderate pain, deformation. An anti-inflammatory was given as treatment. The device remains implanted.

Event description:
The device has been explanted and replaced.